Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose reading of ¿high¿ (value not known). The customer was treated with intravenous insulin and saline, and was still admitted to the hospital at time of report with tandem technical support (cts). Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Although requested, the customer declined to provide cts additional information